Manufacturer narrative:
Blood leakage from the gas outlet is a known failure mode for quadrox-I adult without filter oxygenator and is identified in the risk assessment. CAPA was implemented. This failure mode, also known as fiber leakage, is due to fiber breakage and results in blood leaks from the blood side to the gas side where, due to gravity, blood collects at the lowest point of the oxygenator either at the gas outlet opening or holder port. The fiber breakage is caused by cold creeping of the fibers resulting in a very slight change in the length of the fiber. Cold creeping is a natural effect of the polypropene (pp) microporous fibers used in these oxygenators and occurs as the product ages. Important fiber characteristics were identified by research and were agreed upon, documented and controlled by the fiber supplier. The supplier extrusion process was reviewed and no systematic errors were identified. The supplier of the microporous fibers has established in-process controls. The maquet process for tempering of complete housing was also analyzed and counter checked by an external tempering experiment. The experiment revealed no probable process or design faults in regards to broken fibers. The maquet final tightness test was verified with master samples and approved as precise enough to detect broken fibers during the maquet manufacturing process. The described defect of leaking oxygenators will continue to be tracked and trended. With the implementation of spc (statistical process control) at the receiving inspection and controls, the risk is mitigated to "as low as reasonably possible." Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-I which is registered under 510(k): k082117.

Event description:
Leakage besides gas outlet. Approximately 50 - 100 ml blood leakage during treatment. Oxy was not replaced. Treatment could be finished. (B)(4).

Manufacturer narrative:
08/18/2016 02:03 pm (gmt-4:00) added by janice krebs (pid-000720): as per the reported issue description of displayed error "no comm", the issue was overcome when the bubble detector and the level detect sensor were placed in override position and thus the error message disappeared. Also the flow signal returned. Upon inspection, the following day, the device was found to display the rpm and flow signal. In the initial medwatch report it was stated that the technician would be investigating the event. As no further issue could be found with the device, no further investigation was required. It was also later notified (i.e. 23 february 2015) that the device was not replaced during patient treatment. Thus the device was never sent off-site for evaluation. This investigation is now closed. April 27, 2020- notified on april 17 2020 by the FDA that they had received some electronic follow-up emdr records that were submitted under a different report # than the initial "paper" emdr. Resubmitting under track-wise record # (B)(4). This submission serves to correct the electronic report # to coincide with the initial "paper" report # as requested.

Event description:
Ref.: #(B)(4) customer ref.: (B)(4). The initial medwatch for this complaint was submitted on paper.

Manufacturer narrative:
On 08/22/2016 03:38 pm (gmt-4:00) added by (B)(6): this follow-up # 2 medwatch serves to inform you that follow-up #1 was inadvertantly submitted under mfg report # 8010762-2016-00251 on aug 19,2016. Also it should be noted that an initial report under mfg report # 8010762-2016-00251 does not exist. Please consider mfg report # 801062-2016-00251 as void. April 22 2020- above statement no longer valid - see below. April 27, 2020- notified on april 17 2020 by the FDA that they had received some electronic follow-up emdr records that were submitted under a different report # than the initial "paper" emdr. MFR report number 8010762-2016-00521-2 - resubmitting as 8010762-2016-00251 - 2- under track-wise record #:(B)(4). This submission serves to correct the electronic report # to coincide with the initial "paper" report # as requested.

Event description:
Ref.: (B)(4) customer ref.: (B)(4). This follow-up # 2 medwatch serves to inform you that follow-up #1 was inadvertantly submitted under mfg report # 8010762-2016-00251 on aug 19,2016. Also it should be noted that an initial report under mfg report # 8010762-2016-00251 does not exist. Please consider mfg report # 801062-2016-00251 as void.